Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [0.7 mg/ml] at a dose of 0.21390 mg/day and dilaudid [15 mg/ml] at a dose of 4.584 mg/day. It was reported the hcp called the representative earlier that day (B)(6) 2017 and said they went to refill the pump, and they had a volume discrepancy. The expected residual volume was 3.3 ml, and the actual residual volume was 20 ml. There were no previous discrepancies reported. They next tried to refill the pump, and they were only able to fill the pump a little over 30 ml. No troubleshooting was done prior to the call. The representative said the hcp was going to bring the patient back in 6 weeks to check the pump. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on 2018-jan-22. It was reported on (B)(6) 2018 a refill was performed and the expected residual volume in the pump was 4 ccs; however, the actual residual volume was 20 ccs. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was indicated a dye study was scheduled for (B)(6)2018. The issue had not been resolved. At the time of the refill the pump was delivering 15 mg/ml of dilaudid at 2.207 mg/day and 0.7 mg/ml of bupivacaine at 0.10299 mg/day. Other medications being taken at the time of the event were not available to the manufacturer. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The patient's weight and medical history were unknown. The patient's status at the time of the event was provided as "alive-no injury."

Manufacturer narrative:
Other applicable components are: product ID 8780 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that surgical intervention occurred and a new catheter was implanted on (B)(6)2017. The (B)(4) number of the new catheter was (B)(4). The explanted device was not available for return. The results of the catheter dye study conducted on (B)(6), 2018 were reported that they were able to aspirate and inject dye- nothing seemed to be wrong with the catheter. The rep was going to monitor until next refill. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-sep-25. It was reported that the hcp could not aspirate the catheter on an unknown date (the representative thought they tried to aspirate the catheter a few weeks ago, relative to (B)(6) 2017). It was unknown what lead up to the inability to aspirate the catheter, but apparently they could not and they were planning to revise the catheter. It was noted that the catheter event was not confirmed. It was unknown if the patient experienced any symptoms related to these events. No further complications were reported or anticipated.